Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer received a cartridge alarm (cartridge alarm 19) with a cartridge during the load sequence. A new cartridge was successfully loaded resolving the alarm. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.